Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was located in the proximal left anterior descending (lad) artery with 70% stenosis and was 10 mm long with a reference vessel diameter of 2.8 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with angina and abnormal results of a nuclear stress test. The 90% stenosed lad was treated with balloon angioplasty and placement of a 3 mm x 16 mm ion stent. The patient was discharged on aspirin and prasugrel.